Event description:
The complainant stated that the nurse call is not working.

Manufacturer narrative:
The account found the pins were bent on the nurse call cable. The nurse call cable was replaced to repair the bed.